Event description:
Thermachoice did not measure enough pressure when used by surgeon. After device removed from uterus, was observed that fluid was going towards machine instead of into balloon. New device opened and functioned properly.